Manufacturer narrative:
Nexus 2 requires the mixture of a base and a catalyst. In this incident the following components were used: base catalog #29709, lot #44350; catalyst: catalog #29714, lot# 441695. The patient's crown was recemented without incident. Since the product was not returned for evaluation, the retention samples were tested for gel/set time and results were found to be within specifications. This is the fourth MDR report of the four incidents reported.

Event description:
In oct 2007, a doctor alleged that four crowns placed in four patients using nexus 2 had fallen off.